Event description:
Caller reported a cgm error 42, and despite performing a pump reset with guidance from technical support, the error persisted. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer will continue using the current pump until the replacement arrives, and arrangements were made for returning the problematic pump using a pre-paid label within 10 days. Customer understood and acknowledged all instructions, including putting the pump into storage mode before returning it.